Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial shoulder surgery on (B)(6) 2023 there was a dislocation of the glenosphere ar-9504m-04 (lot: 19.00069) from the universal baseplate ar-9120-02 (lot: 19.04364) after the surgery, which resulted in a revision surgery on (B)(6) 2023. During the revision surgery, the humeral inlay and the glenosphere were removed and disposed. The baseplate was left in the patient. A new glenosphere and humeral inlay were implanted. During the revision surgery, the surgical steps for tissue clearance around the baseplate were adequately performed and a new glenosphere was implanted. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the x-ray showing the dislocation of the ar-9504m-04 glenosphere from the ar-9120-02 universal baseplate. However, without the return of the device for physical evaluation, the cause cannot be confirmed. The most likely cause is attributed to a patient-specific event. No change in harm was identified.